Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming tubing during the load step. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings:a review of the black box indicated multiple ¿cartridge not detected¿ alarms had occurred. The load step malfunction was duplicated during investigation; during the load step, the piston pushed on the cartridge until the cartridge was empty. The force sensor calibration was found to be out of specifications. The pump was opened, revealed the force sensor pin was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.